Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned mixed test strips vial lots;unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor storage. Correction: product evaluation codes corrected for product no failure detected and unable to confirm complaint.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-160mg/dl fasting. Verified the strips expire 10/22/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 136mg/dl and 134mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 116mg/dl, 111mg/dl,50mg/dl. Customer is impaired vision, was not able to read date and time on the meter memory correctly. Also, meter memory was not set with date and time correctly.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned mixed test strips vial lots;unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-160mg/dl fasting. Verified the strips expire 10/22/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 136mg/dl and 134mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 116mg/dl, 111mg/dl,50mg/dl. Customer is impaired vision, was not able to read date and time on the meter memory correctly. Also, meter memory was not set with date and time correctly.